Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 2.1 and 2.2 failed and was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. They got the medication but just had to restart the station to temporarily dispense the drawer. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawer 2 was not detected on the communication bus. A field service engineer found that the diagnostics tool did not show any errors, and the customer reported that all the cubie pockets had been reseated in the past along with the cables. The field service engineer shut down the device, replaced the pyxibus controller board, and then rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.